Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2025 due to the sound feedback and retention issue. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.